Event description:
It was reported that the ilet user experienced hyperglycemia with a cgm reading of 246 mg/dl about one hour after lunch. The user did not announce the meal and was advised to allow automated corrections to bring glucose back into range. Symptoms included hyperglycemia without reported complications. Outcomes included no health consequences. Investigation included customer care troubleshooting and education focused on missed meal announcement and use of automated correction. Investigation of this case revealed that the device functioned as designed and the event was attributable to a missed meal announcement rather than a device or component malfunction. It was concluded, based on previously established findings for similar reports, that user-related factors, specifically a missed meal announcement, caused the hyperglycemia.